Manufacturer narrative:
The device was returned with the needle mechanism fully deployed and the needle fully retracted. The data obtained from the device generated no alarms, time outs or drive stalls. Inspection of the needle mechanism assembly found no damages or defects that would result in the needle mechanism not retracting. The needle mechanism was reset and deployed as intended. Although no damages or defects were observed that would result in a needle mechanism failure, it could not be conclusively determined when the needle retracted.

Event description:
It was reported the patient noted pain at the site while wearing the pod for between 1 and 4 hours. When the pod was removed, the needle reportedly did not retract; indicating the needle mechanism did not function as intended. The patient's blood glucose rose to 18.6 mmol/l (334.8 mg/dl). As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.